Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Provider states that either the bed end or one of the casters are leaning outward.